Event description:
It was reported that a spectrum iq pump alarmed system error 221 (user task starved) during patient infusion at patient room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿system error 221¿ was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be processor board out of specification. The processor board and shielding will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.